Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse found an external broken expiratory flow sensor and determined the likely cause of this failure was associated with an unintended user error.

Event description:
The customer reported a inoperative condition on this ventilator device. The customer stated no known patient involvement with this event.